Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "suspected rupture". Device remains implanted.

Manufacturer narrative:
Device evaluation: rupture: observed, broken device on anterior side assessed as unidentified (tear) opening (shell thickness was within specification) additional observations: crease fold observed.

Event description:
Patient reported right side "suspected rupture". Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a6, b5, d1, d2, d4, d6a, d6b, g1, g2, g4, h4, h6.

Event description:
Patient reported right side "suspected rupture". Device has been explanted and replaced.